Event description:
The physician was suturing the left shoulder rotator cuff using the suture attached to the 5.0 mm corkscrew suture anchor. As the suture needle was passing through the tissue, the needle point broke off. The wound was explored by orthroscope and irrigated. The needle tip was not found. An x-ray was taken and it was determined from the x-ray that the needle tip was not in the shoulder wound.